Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 502mg/dl. The symptoms leading to his admission was dehydration, abdominal cramping, vomiting, and ketones. The customer was treated with and insulin drip. The customer declined to troubleshoot and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.